Event description:
It was reported that balloon rupture occurred. The 80-90% stenosed target lesion was located in the moderately tortuous and severely calcified arteriovenous fistula. A 5.00mm / 2.0cm / 50cm peripheral cutting balloon was selected for use. During sixth to eighth inflation at 10 atmospheres for 40-50 seconds, the balloon burst. The device was removed, and the procedure was completed with another of the same device. No complications were reported, and the patient was stable post procedure.

Manufacturer narrative:
Device was returned for evaluation. A visual examination identified that the balloon was not folded which indicates that the device was subjected to positive pressure. A longitudinal tear was identified in the balloon material. The tear measured 17mm in length and extended from a position 3mm distal of the proximal markerband to 1mm proximal of the distal markerband. A visual examination observed no damage to the tip or blades. All blades were present and fully bonded to the balloon surface. A visual and tactile examination identified no kinks or damage to the shaft of the device. No other issues were identified with the device and no patient complications were reported.

Event description:
It was reported that balloon rupture occurred. The 80-90% stenosed target lesion was located in the moderately tortuous and severely calcified arteriovenous fistula. A 5.00mm / 2.0cm / 50cm peripheral cutting balloon was selected for use. During sixth to eighth inflation at 10 atmospheres for 40-50 seconds, the balloon burst. The device was removed, and the procedure was completed with another of the same device. No complications were reported, and the patient was stable post procedure.